Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, first instrument broke when attaching insufflation tubing. Then the second instrument was not folded correctly and was out of sleeve when opened. Opened another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the co2 port was disengaged. The obturator was not received. The inflation syringe was not received. The insufflation bulb was not received. The lock collar and trocar balloon received and appeared to be intact. A functional evaluation found that the trocar balloon inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged port may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.